Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The rep called olympus technical assistance center (tac) personnel to report the problem. During the call, the rep confirmed that all other units on the cart were receiving power. He then tried connecting the unit directly to the wall outlet, but still received no power. Tac recommended replacing the fuse and making sure the bulb door was closed completely. Rep noted that he would attempt those trouble-shooting options and follow up if needed. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus sales representative (rep) reported that the customer¿s evis exera ii xenon light source was not powering on during procedure preparation. There was no patient harm reported as a result of this event.